Event description:
The facility's biomed technician reported an infusion pump with failure code 810:11 during biomed testing. Add'l contact info was requested but no add'l contact was identified. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event.